Event description:
It was reported that about halfway through the atrioventricular nodal reentrant tachycardia (avnrt) procedure, there were impedance spikes during ablation while this navistar electrophysiology catheter was in use. They replaced the cable without resolution. They then replaced the catheter and the issue resolved. The bwi field representative provided additional information on the event on (B)(6), 2012. Impedance spiked during attempts of ablating. The impedance displayed was too high so the high impedance error message prompted. The default settings on the stockert 70 system were not changed. The ablation was done in 'temperature control mode.' The bwi field representative believes there was a small amount of char noted on the tip of the navistar electrophysiology catheter. If it were present, it was an insignificant amount. There was no patient injury reported in this case. The presence of char on the catheter is indicative of a reportable event, thus marking (B)(6) 2012 as the alert date for this report.

Manufacturer narrative:
(B)(4). Upon receipt, the navistar electrophysiology catheter was visually inspected and it was found in normal conditions. Then per the reported event, the catheter was tested and it passed electrical, temperature and generator tests. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.